Event description:
A caller reported that the cartridge was not fitting properly on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Technical support guided the caller to remove the o-ring from the pneumatic tap and clean the area. The customer removed the o-ring and loaded a new cartridge to address the event.